Event description:
On (B)(6) 2013, a diabetes educator reported the menu and check buttons work intermittently and the protective rubber is worn down. This has been an ongoing concern for 2 months. One corner of the menu button is stuck down, and the buttons do work if pressed hard. The infusion device was not dropped in the past 48 hours. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionalities of the buttons were tested successfully and comply with the product specifications.